Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12feb2015. The review was performed from the date of manufacture to the present date 28apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code 242.4030.there was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex a: a2305, a0507, a25, a0404 annex g: g05005, g0405206, g07001, g04037, g04105 annex b: b11, b14, b16 annex c: c0701, c22 , c19, c07 annex d: d03, d15, d14.

Event description:
It was reported that the device had an error code 242.4030. There was no patient involvement.